Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a stuck button alarm that could not be cleared. The customer's blood glucose was 7 mmol/l. The customer stated the insulin pump was not exposed to a change in altitude. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly during testing. However, corroded flex keypad connector and corroded electrical board. No unlocked keypad connector noted during visual inspection.